Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to tensile forces applied during the surgery. Despite the bend the fixation helix could be easily extended and retracted. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient has twiddlers syndrome and the leads pulled back into the venous structure. The physician tried to reposition the lead, but the helix would not retract and the lead was replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.